Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked battery tube threads and scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6), with blood glucose of 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and manual injection. Customer stated they contact their health care professional regarding high blood glucose. Based on customer report customer did allege insulin pump was under delivering and reason was just basal delivery. Customer performed self test and it was pass. The insulin pump will be returned for analysis.